Event description:
Injury: a man reported that a novofine 30 needle broke off in his left thigh and has remained lodged there for two weeks. The man went to a hosp emergency room shortly after he realized what had happened and x-ray confirmed the location of the needle in his left thigh. A consulting vascular surgeon recommended that no action be taken at this time. The man states that he does not reuse his needles but he does routinely clean the needle with alcohol prior to injection. He also states that he takes medication for neuropathy in his left thigh. However he states that he does have some sensation when he takes his injections in that area. The man has not experienced any pain or fever with the event.